Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device misfired (partial staple formation with no cutting) on meso-appendix. Another device was used to complete the case. There was no consequences to the pt at this time. One device being returned.